Manufacturer narrative:
Follow-up #1 date of submission 11/21/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that rebooting had occurred. The pump history showed a reboot at 8:57pm on (B)(6) 2012 at which time the time and date reset to default settings; the time was then manually set to 9:27am (B)(6) 2012. A review of the total daily dose history shows the dates changing from 06/11/2012 to 06/11/2011, and from 07/08/2011 to 07/08/2012. There was no damage found to the battery cap or battery compartment. The battery cap secures appropriately to the pump. The pump was exercised for 24 hours with no power issues occurring. Unrelated to the power complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was intermittently losing power. The reporter stated that during a bolus, the pump rebooted; the reporter confirmed the verify screen and completed the rewind, load, and prime steps. The reporter stated that the pump again rebooted about an hour later. The reporter confirmed that the yellow o-ring was not visible on the battery cap and confirmed that the battery cap was tightened securely. The reporter confirmed that there were no cracks or damage to the battery compartment and there was no evidence of rust or corrosion. The reporter stated that there was one noted trauma to the pump; the pump was reportedly dropped to the floor but no cracks or damage to the pump was noted. This report is made based on the allegation of intermittent power to the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.